Event description:
It was reported that when the pt came to the clinic the pt's incision had a suture that looked like it was pulling away. It was unk if there was an infection. The health care provider was uncertain if they should refill the pt's pump. Add'l info received from the hcp reported that the pt experienced erosion and infection. The pt's pump was explanted and replaced. The pt subsequently developed a second infection. The pt's pump contained lioresal 2000 mcg/ml. Reference MFR report # 3004209178-2008-03941.

Manufacturer narrative:
.